Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initital report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that they were informed by a sales tech that they should discard their current lot (54187m200) of iron/magnesium calibrator. The customer is requesting a replacement calibrator lot. The customer further stated that after performing a calibration, the quality control was out of range on the architect c8000 analyzer. The abbott customer technical advocate sent replacement calibrator to the customer. A f/u with the customer confirmed receipt of the new lot of calibrator. The customer calibrated and performed quality control without issue. The issue was resolved and the instrument was within specification. No impact to pt mgmt was reported.